Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient thought her device was not working. It was stated that the patient was peeing a lot and that she could sometimes control it and sometimes could not. It was reported that it seemed like all of a sudden the patient was having more trouble again. The patient programmer did not have batteries to check the device at the time of the report. Information was reviewed at the time of the report and the issue was described as sudden. There were no further symptoms or complications reported or anticipated.